Event description:
It was reported that during a diagnostic colonoscopy, the disposable distal attachment of the colono videoscope fell inside the patient. The surgeon was able to retrieve the distal attachment using another scope. There were no reports of patient harm. The following patient identifiers are linked: (B)(6).